Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim received. It is alleged the patient suffers from pain, stiffness, limited mobility, elevated cocr ions and poisoning, and bone tissue damage. Update rec'd - 10/12/2016 - litigation papers received. Part and lot information has been provided.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/07/2017 (pfs-390) medical records received. After review of records for MDR reportability, plaintiff alleges debilitating pain, loss of mobility and rotation, difficulty walking, tying shoes, sitting and getting up out of a chair. Currently, still no revision date or operative records provided. No metal ion labs available to corroborate previously alleged elevated ion toxicity. No new information provided to change existing MDR decision.